Event description:
It was reported that the customer was treated his high blood glucose with manual injections. The blood glucose reading at time of call was 425mg/dl. It was stated that the numbers did not come up and the insulin was just pouring out at the end of the tubing. Troubleshooting was performed. The customer stated that the insulin was squirting out, and the insulin pump was alarming an error. Instructed the customer to change the infusion set and reservoir w/o any results. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.